Event description:
The facility reported that after bathing, the pt slid forward out of the seat. The pt's spouse was unable to reposition pt, due to the movement in the column, and had to call for outside help.